Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. On (B)(6) 2020 the patient felt a malaise with elevated blood glucose of 389 mg/dl, stomachache, dry mouth, and sweating. The patient's endocrinologist advised to correct blood glucose by administering insulin and "plasil" for nauseousness. She also changed the infusion set and insulin cartridge. On (B)(6) 2020 at 2am her parents transported her to the hospital due to her symptoms and unconsciousness. Her blood glucose measured 422 mg/dl upon arrival at the hospital. She was treated with insulin and an IV and was given "plasil and dipyrone." She was disconnected from the infusion device and her blood glucose normalized by 12pm.